Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump¿s battery life did not meet the expectations of the user. It was noted that the pump¿s battery was being replaced more often than before. Reportedly, energizer alkaline batteries were used and were only lasting approximately nine to ten days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/23/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2014 with the following findings: a review of the pump history showed multiple low and replace battery alarms in the alarm history. During testing, the pump powered on to the ¿verify¿ screen appropriately. Evaluation revealed that the battery compartment was intact; no cracks were observed. There was no evidence of moisture contamination found in the battery compartment or on the underside of the battery cap. The battery cap was able to fully secure to the pump. The current draws for the pump were found to be within the required specifications. The pump case was removed and no evidence of moisture contamination was observed inside the pump. The battery terminal contacts were inspected and no evidence of intermittent contact was found. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint of ¿short battery life¿ was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.